Event description:
It was reported that the customer was hospitalized and received no delivery alarms on the insulin pump. The customer was unable to troubleshoot and view the alarm, which she received while she was sleeping. She did not remember clearing it. The customer's blood glucose was over 500 mg/dl and her symptoms included aches, thirst, and urination. The customer's hospital visit was caused by diabetic ketoacidosis, sarcoidosis, calcemia and kidney disease. The customer was treated with an insulin pump and given prednisone. She was wearing the insulin pump leading up to the hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing performed, with all operating currents within specification. However, the insulin pump was unable to prime, during prime test due to faulty force sensor resistor. It was not possible to perform the occlusion test and excessive no delivery test, due to the prime anomaly. The insulin pump had minor scratches on the display window, a broken belt clip slot, a scratched reservoir tube window and scratched reservoir tube lip. (B)(4).